Event description:
It was reported "the et tube connector disconnected and fell off". The patient's current condition is reported as "deceased". Additonal information was requested; however, no response has been received from the customer at this time.

Manufacturer narrative:
Qn#(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. A dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Part number 5-10311 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 samples were dimensional inspected, and issue reported "detached - connector" was not observed in the current manufacturing process. All complaint are trended across product families on a monthly basis. Therefore, a separate complaint history review is not required. DHR review could not be conducted since the lot number was not provided. DHR review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported "the et tube connector disconnected and fell off". The patient's current condition is reported as "deceased". Additional information was requested; however, no response has been received from the customer at this time.

Manufacturer narrative:
(B)(4). The reported complaint of "detached - connector" could not be confirmed based on the returned sample. The returned connector was found to be within the acceptable specifications. However, preventative actions have been previously implemented at the manufacturing site to prevent this issue from occurring. A vision system was implemented to check for proper insertion depth of the connector. Procedures were also updated at the same time to add further inspection points and testing during production to ensure connectors are within specification. A lot number was not provided for this returned sample and no potential lot number could be found. Therefore, it could not be determined if the returned sample was manufactured prior to or after these preventative actions. Teleflex will continue to monitor and trend on this issue.